Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. -

Event description:
It was reported that the tip of the drill bit broke off during use. The broken piece was retrieved from the surgical site using graspers and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported.